Manufacturer narrative:
One tracheostomy was returned for evaluation. Upon visual inspection, no discrepancies were noted. Device underwent functional testing to detect for leakage. The cuff was inflated and submerged under water. The reported customer complaint was confirmed as a tear in the cuff was detected. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid was intubated into a patient after a pre-use check and the cuff was inflated to 3.5cc of air. However, one day later, the operator was only able to exhaust 1cc of air and suspected the cuff leaked. Subsequently, a tracheostomy (trach) change out was required. No clinical consequences to the patient were reported.